Event description:
Implant was explanted due to inadequate osteointegration. A fistula developed and the implant did not integrate. Infection was noted. The pt wore a soft relined denture during the healing phase. The dr indicated that pressure from the denture may have been a contributing factor.